Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with complaining of pain around the device pocket. Upon inspection, the area of the device pocket corresponding to the header of the device was found to have become ulcerous; infection was suspected. The patient was subsequently hospitalized and scheduled for a revision procedure to explant the device and reimplant a new device on the patient's right side as the physician believed the device would erupt through the skin if no intervention was performed. At revision, the device was explanted and both the right atrial (ra) and right ventricular (rv) leads were surgically abandoned. A new system was implanted on the patient's opposite side. No additional adverse patient effects were reported.